Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
D10. Concomitants: optetrak logic tibial tray trapezoid (02-012-41-4040, (B)(6)), optetrak 3 peg patella (200-02-32, (B)(6)), optetrak logic psc tibial insert (02-012-44-4011, (B)(6)). These devices are used for treatment not diagnosis.

Event description:
Additional information received via legal department - revision operative report of (B)(6) 2019. Patient was revised to competitor¿s devices. Diagnosis: mechanical loosening of prosthetic knee. Procedure: the arthrotomy was marked and performed with cautery. Copious amounts of clear joint fluid under pressure egressed from the wound upon arthrotomy. Marked synovitis was encountered with tissue changes suggestive of osteolysis. Marked synovitis, as previously noticed, was excised. The polyethylene component was removed easily. Inspection of the component demonstrated pitted wear, as well as some backside wear. The femoral component was found to be grossly loose and was removed with no use of instruments. It was noted to be debonded from cement in several areas including the anterior flange and the lateral distal condyle. Very extensive damage to the bony architecture was noted secondary to osteolysis. Large amounts of osteolytic tissue and membrane were removed primarily from the central and medial condyle. Practically the entire medial condyle was missing except for a shell of its medial cortex. There was minimal distal lateral cortex, as the lateral condyle, too, was resorbed almost in its entirety. There was also damage to the anterior cortex of the femur. Cavitary defects extended deep into the metaphyseal region of the femur. Although technically this represented a type llb defect on the femur the extent of the bone loss was much more consistent with a type lii aori deformity. Once the femur was thoroughly debrided and all osteolytic and membrane tissue was removed, attention was turned to the tibia. A further medial peel was performed revealing an uncontained defect on the medial side of the proximal tibia measuring approximately 2.5 x 2,5 x 1 cm. Once the tibia was out, they were able to assess the extent of bone loss and saw a central cavitary defect in the tibia, which was connected through a membranous septum to the uncontained defect on the medial wall. The remains of the cement from the previous implants were removed. Devices were trialed and then implanted. Patient was transferred to pacu in good condition after tolerating the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
On (B)(6) 2013, a (B)(6) y/o, male patient with a bmi of 39.9, underwent implantation of a insert tibia logic psc 4 11mm. On (B)(6) 2019, approximately 82 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, patellar loosening, and a failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.